Event description:
It was reported that a venticular perforation occurred during the implant procedure. The lead was implanted and is still active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred in excess of two years ago. The lead is still in use, and there is no information indicating any further patient complications or injuries. No follow up will be done with the user facility.

Event description:
It was reported that a ventricular perforation occurred during the implant procedure. The lead was implanted and was still active. Three years later, it was reported the lead was capped and replaced due to high thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.